Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. The following information was requested but unavailable: how was the procedure completed? What does aligning mean? Does this mean that the clips were scissored, legs crossed? Do you have a batch or lot# of the device?

Event description:
It was reported that during an unknown surgical procedure ¿clips not aligning or tight.¿ there were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r9379j. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 11 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number r9379j, and no non-conformances were identified.